Event description:
Patient reported right side deflation, "breast deformation", ¿breast was changing shape¿, and pain. Healthcare professional confirmed deflation and "breast deformation". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: curved openings, flat creases, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: two curved striated openings on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "breast deformation", ¿breast was changing shape¿, and pain.

Event description:
Patient reported right side deflation, "breast deformation", ¿breast was changing shape¿, and pain. Healthcare professional confirmed deflation and "breast deformation". Device has been explanted.